Event description:
It was reported the spinal cord stimulator was dysfunctional. The patient reported their spinal cord stimulator, implanted in 2017 was not staying on. They previously saw someone who helped restart the device, but the issue persisted. This malfunction was preventing them from undergoing an MRI, as the imaging facility requires the controller to be functional during the procedure. The ins was replaced. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.